Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the implant remained stuck in the injector. Additional information was received and stated, the surgery was completed on the same day by using a replacement implant.